Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The unit does not power on unable to perform log review. Opened unit and passed interior visual inspection. The reported event was not confirmed. The root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.